Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot #: n317800001, implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 13-jan-2014, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. On (B)(6) 2019 it was reported that a non-flowing catheter was found at a cap (catheter access port) study. The pump had been previously shut down by the patient¿s previous pump managing physician (see manufacturer¿s report # 3004209178-2019-06182). The patient¿s current physician was planning to replace the pump and catheter; however, the surgery had not yet been scheduled. The issue was not resolved at the time of the report and it was indicated that the hcp had no further information provide regarding the event. No patient symptoms were reported. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.